Event description:
The facility sent the device in for service with the report of an 810:04 failure code. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.